Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information a definitive cause for the reported issue could not be determined. In this case, there may have been damage to the suture due to a snag, or too much tension, or angle was not coaxial; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized and the procedure was completed. Reportedly, while advancing the knot of the first pre-placed suture, the entire suture that had been anchored to the vessel was pulled out of the anatomy. The suture was found to be separated near the knot. The second pre-placed suture was tightened without issues. However, bleeding persisted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.